Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: surgeon set up this device into patient's body but it was not secured on its position. Client check what problem with this device, then they found the balloon is out of air. They replaced with a new one to completed this surgery. Product available for return. Type of intervention: the case was completed with a new product. Patient status: fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection noted holes in the balloon, confirming the complainant's experience of balloon leakage. Upon closer inspection, a portion of the distal glue line was fragmented. Based on the condition of the returned unit, the balloon damage was likely the result of the balloon coming in contact with an object or instrument. The instructions for use (IFU) states, "do not allow sharp instruments or objects to come into contact with balloon." It is likely that the distal glue fragmentation was due to an object or instrument coming in contact with the distal glue. It is also possible that the glue was more susceptible to fragmentation. However, the exact root cause of the distal glue line fragmentation is unknown. Based upon the initial description of the event, the event of balloon leakage is not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical has determined that this event is reportable due to the distal glue line fragmentation.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: surgeon set up this device into patient's body but it was not secured on its position. Client check what problem with this device, then they found the balloon is out of air. They replaced with a new one to completed this surgery. Product available for return. Additional information was received via email on 17feb2022 from the distributor: there was no damage to the tubing/balloon/balloon inflation port. Metal retractors were not used. This was not a robotic procedure. No sharp instruments came into contact with the balloon. Other instruments used in the procedure include: 10mm scope, 5mm grasper & l hook. Type of intervention: the case was completed with a new product. Patient status: fine.